Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the cartridge would fall off of the pump when the pump was not in the case. Customer reviewed pump history with tandem technical support and found no indication of a cartridge being reloaded. There was no reported impact to blood glucose. Upon follow up, tandem clinical diabetes specialist reported cartridge would come off when the customer removed the case from the pump. Cds instructed customer to change cartridge while keeping the case on the pump.